Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their ins was no longer working and noted that the controller displayed a message stating it could not find the device when attempting to charge the ins. Agent asked, patient confirmed that the controller was last successfully charged probably 3 months ago and noted that this issue started about a month or two ago. Agent reviewed information about no device found message. Pt mentioned that the ins was bulky and sticking out, which they had noticed over the past year or two. Agent walked caller through the process of passive recahrge mode (prm); pt confirmed that they got 100-100-100. Agent reviewed prm and while waiting for the ins to charge in a normal state, pt disconnected the call. Agent called back; patient stated that the controller battery was low, so they plugged it into the ac power supply. Agent instructed pt to attempt charging the ins once controller is fully charged and reviewed that they could call manufacturer back if they need further assistance. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.